Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose /flush drive support disk. The motor passed the motor test. The pump was received with a cracked case at the reservoir tube window corners, minor scratches on the lcd window, a scratched reservoir tube window, a cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump alarmed motor error. Customer's blood glucose was 10 mmol/l. The device was not exposed to a high magnetic field. Fixed prime was performed and device alarmed again. Insulin was not cloudy and it was the first time the alarm occurred. Customer agreed to return the device for further analysis.